Event description:
It was reported that, "tullip head disengaged from shaft while in pt causing revision surgery."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.